Event description:
Information received indicates, the head hi/low cylinder is drifting.

Manufacturer narrative:
The facilities biomed replaced the head hi/low hydraulic cylinder to repair the stretcher.